Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had perforated the patient's left ventricular (lv) vessel. This resulted in an effusion that required pericardial centesis. The patient subsequently suffered cardiac arrest.

Event description:
The patient remained in the ICU following cardiac arrest. An electroencephalogram (eeg) was performed three days later. The results of the eeg confirmed the patient was unlikely to recover. The patient was taken off life-support and subsequently died. The exact date of death is not known as the date of death listed in the obituary contradicts information provided by the field representative that the patient was alive three days later to undergo an eeg. It appears the patient died sometime after monday, (B)(6) 2017.